Manufacturer narrative:
A visual and microscopic examination of the returned device revealed a longitudinal tear extending from the proximal edge of the distal radio opaque markerband to the proximal bond site. The device history record review confirms that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation, that during an unknown procedure, a uromax ultra dilatation balloon was being tested prior to insertion in the patient. (Patient sex, age, and weight are unknown) the balloon was inflated to an unknown pressure and burst outside the patient. The procedure was completed with another uromax ultra balloon. There were no patient complications and the patient condition was reported as "good".